Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A director reported multiple patients with unexpected induced cylinder post photorefractive keratectomy. It was noted the site uses orco and sometimes alcohol on their photorefractive keratectomy patients. Some patients have resolved over time. Additional information requested.

Manufacturer narrative:
No additional information received. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).